Manufacturer narrative:
Date received by manufacturer: 15oct2019. Date of report: 22oct2019. The manufacturer¿s international service technician confirmed the reported display issue. The manufacturer¿s international service technician reseated the mmi cable and the display connector to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a display issue. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
The customer reported a display issue. There was no patient involvement.